Event description:
Battery impedance value remains low after 10 years of implantation. Residual longevity calcualtion is requested.

Manufacturer narrative:
(B)(4).

Event description:
Battery impedance value remains low after 10 years of implantation. Residual longevity calculation is requested.